Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(4), implanted: (B)(6) 2021. Product type lead. Product ID 977a260 lot#/serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell in september and that was when patient started to feel her internal organs vibrate. Patient also fell the last 3-4 days. The health care professional took an x-ray and noticed one of the lead wire moved down 2 electrodes. Rep said connectivity and impedance did not show any issue with the lead. After manufacturer representative reprogrammed patient, the sensation of internal organs vibrate was resolved. Patient weighs (B)(6). The troubleshooting steps that were taken on the call resolved the issue.